Manufacturer narrative:
(B)(4). Lead: model 377760, lot# v000562, implanted: 2007 (B)(6), explanted: unknown; lead: model 3777-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of efficacy of the stimulation. The patient had been suing an external transcutaneous electric nerve stimulation unit which had been providing more relief, and requested the spinal cord stimulation system be removed. Additional information received reported that the system was removed "about (B)(6) 2012." Following the removal the patient did not have any concerns.